Manufacturer narrative:
Investigation summary a failure for incorrect results was reported on a phoenix m50 instrument (p/n(B)(6) , s/n (B)(6)). The customer reported that they were receiving a number of inconsistent results. This investigation is for mis-identification, primarily for acinetobacter being identified as e. Coli. A bd field service engineer (fse) was dispatched to investigate, working with the customer team to prepare samples. A bd fse followed up to investigate the optical system in the instrument, determining that the system had a build-up of dirt. The light source distribution board (lsdb, p/n(B)(6)) was replaced, and the optical system was cleaned. After this, the results were considered by the customer to have improved and the issue was resolved. The root cause of the optical failures is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf0570 was reviewed and revealed no previous complaints related to incorrect results. A concurrent investigation was carried out for false resistance failures which were also occurring at this time. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the misidentification of acinetobacter as e.coli was observed on the bd phoenix¿ m50 automated microbiology system. Additionally, there was a false resistance to carbapenemics. Confirmatory testing was done using disk diffusion and microdilution in broth, but the erroneous results were not reported to the clinicians. There was no adverse patient impact reported. The following information was provided by the initial reporter: did the failure occur with control or patient samples? Yes patient samples what was the expected result and what was the result obtained by the client? Acinetobacter being identified as e.coli what is the microorganism? Acinetobacter what confirmatory tests were performed to determine that the results were in error? The results were confirmed by disk diffusion and microdilution in broth were any wrong results reported to the doctors? No if yes, were any patients treated based on erroneous results? No, all the tests were confirmed by another methodology prior to the release if yes, did the wrong treatment harm the patient? No "client reports misidentification issue and false resistance to carbapenemics. For example: acinetobacter being identified as e.coli" "since two faults were identified, the engineer indicates that it is a fault of the instrument and not of the panel" "the specialist went in person to the client on the 8th, 9th and 10th of september and reoriented the process, give some appropriate tips, the engineer evaluated the equipment, had a damage plate, the replacement of the part will take place in approximately one week."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the misidentification of acinetobacter as e.coli was observed on the bd phoenix¿ m50 automated microbiology system. Additionally, there was a false resistance to carbapenemic's. Confirmatory testing was done using disk diffusion and microdilution in broth, but the erroneous results were not reported to the clinicians. There was no adverse patient impact reported. The following information was provided by the initial reporter: did the failure occur with control or patient samples? Yes patient samples what was the expected result and what was the result obtained by the client? Acinetobacter being identified as e.coli what is the microorganism? Acinetobacter what confirmatory tests were performed to determine that the results were in error? The results were confirmed by disk diffusion and microdilution in broth were any wrong results reported to the doctors? No if yes, were any patients treated based on erroneous results? No, all the tests were confirmed by another methodology prior to the release if yes, did the wrong treatment harm the patient? No "client reports misidentification issue and false resistance to carbapenemic's. For example: acinetobacter being identified as e.coli". "Since two faults were identified, the engineer indicates that it is a fault of the instrument and not of the panel". "The specialist went in person to the client on the 8th, 9th and 10th of september and reoriented the process, give some appropriate tips, the engineer evaluated the equipment, had a damage plate, the replacement of the part will take place in approximately one week."